Event description:
A caller reported an issue with a continuous glucose monitor displaying an error code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on performing a pump reset, guiding the caller through the process, which resolved the issue as the error code did not appear again, allowing the caller to successfully start a new sensor session.